Event description:
During a remote follow-up, high pacing impedance was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve event. The patient was stable with no consequences.